Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a., stating that the device had hose damage. It is known that the event did not occur during surgery. It is unk if there was any pt or user injury or medical intervention occurred. No additional info was available.